Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture. The rv lead was explanted. The patient was stable and discharged.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.